Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that dust/dirt contamination found inside the bottom of the device casing was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggests a source external to the device. White powder coating pca, motor impellers, air inlet, iso port, blower box, and motor casing. Slight black contamination was found at the blower seal of the blower box, and it is consistent with the keratin contamination. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and unable to confirm the reported unspecified patient harm. The manufacturer observed presence of contamination in the device and are consistent with being from an external source. Section h6 type of investigation findings and investigation conclusions has been updated.